Manufacturer narrative:
During service visit a beckman coulter field service engineer (fse) evaluated instrument and replaced the reagent probe b collar wash vacuum valve (solenoid valve) to resolve the leak issue. No further leak was observed. Instrument resumed operation. (B)(4).

Event description:
The customer reported fluid leaked from reagent cartridge reagent probe b on their unicel dxc 800 synchron clinical chemistry system. The customer stated the leak was contained. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.